Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent, fever, and abdominal pain. The cause of event was not reported. On an unreported date, the patient was hospitalized for the events. On an unreported date, unspecified antibiotic were given to the patient (further treatment details not reported). The patients outcome was not reported. The action taken with dianeal therapy was not reported. No additional information is available.